Event description:
It was reported the patient was at high risk for infection. Patient had had two infections in their hip area four years ago that caused the device to be moved from that location to their chest. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, implanted: 2007-(B)(6), product type lead. (B)(4).

Event description:
Follow up from the health care provider reported due to the patient's disease they had a compromised immune system and the patient was prone to getting infections especially after procedures and things of that nature. It was noted the infection that occurred in the area of the hip was not because of the device but from the procedure itself. The incisions would not heal and caused the infection. It was noted the patient did not have any metal allergies or sensitivities. In both cases the infection eventually healed and the patient recovered fine. The cultures were (B)(6) for staph both times and an antibiotic treatment of vancomycin was started and was successful after some time. It was noted there was only one infection that was "long and ongoing." They thought it had fully cleared up so they stopped antibiotics but the infection had not. They continued to treat with antibiotics until infection resolved. It was noted the device never worked well for the patient but it could have been due to all the infections. Once the device was moved to another location, the infections stopped but the patient "never really was happy with the therapy." It was noted therapy did not work as well as the patient had hoped. There was no further information known at the time and no other health care providers with further information.